Event description:
Physician was getting ready to go up and over with the sheath. He advanced it 7 cm in and met resistance and tried to push it. The groin was very scarred. They attempted to withdraw it, but was unsuccessful. The tech though at this point he was stretching the sheath so he grabbed the sheath at the groin and the tip detached. Pt had to go to surgery for removal of the device. They believe it was due to the scarcific groin.

Manufacturer narrative:
(B)(4): separates is addressed in the IFU. No product was returned to assist in the investigation. Per specification, there is 100% inspection of product, insuring correct inside and outside diameter of tubing. The material is also insured to be free from surface defects, bumps, bulges and protruding coils. The surface of sheath is confirmed to be free of excessive dents, bumps or scratches. An IFU is supplied with this device that cautions the end user, "all catheters and instruments used with this introducer should move freely through the valve and sheath. Separation of the sheath may result when the fit is tight." As well as warning, "before withdrawing the sheath through tortuous anatomy, insert the introducer dilator to avoid possible breakage." Per physician's statements, this failure mode was likely a result of pt anatomy (superfluous scar tissue). A review of the device history record was unable to confirm any out of spec condition in mfg. As advised in the present IFU, perhaps reintroduction of the dilator may have facilitated withdrawal of the sheath without breakage. This occurrence is relevant to a CAPA, which led to a revised IFU, that was implemented 04/16/2010, prior to the post sterilization services data for this device; therefore, the occurrence rate since this date has been calculated. It was determined that there is insufficient risk to require additional corrective action at this time. The effectiveness of implementing the described corrective/preventive action has been verified. The appropriate internal personnel have been notified and we are continuing to monitor complaints for similar events.